Event description:
I used plastic tubing from a company roscoe for my CPAP machine. The tubing attaches to the machine, which attaches to my mask and I breathe through it throughout the night. After breathing through the new roscoe tube, I awoke unable to breathe, sore throat, closed up throat, sinus distress, heavy chest. I changed back to my original tubing the next night and had no trouble, started to improve. Product description: connector on both ends. Dark gray. Retailer: (B)(6). Purchase date: (B)(6) 2018. Document number: (B)(4).